Manufacturer narrative:
Attempted to obtain pt info (identifier, age, sex, weight) from the initial reporter. Per initial reporter, pt info will not be offered and is held in confidence. There is no expiration date for this device. The device was evaluated in the field on 04/22/2009. Device manufactured date is 02/2007. Evaluation summary: stryker communications conducted operational and visual inspections on 04/22/2009 on the mentioned device at the account that reported the complaint. Inspection indicated that the transmitter/receiver set were not functional. It was determined that root cause for the dvi signal loss was that the dvi transmitter/receiver components malfunctioned. Instruction to the user is within literature for this malfunction. There was no adverse consequence to the pt as a result of this malfunction. This is not a single-use device.

Event description:
Per the initial reporter, in operating room (B) (6), the dvi images were dropping intermittently. This issue occurred during a case. The initial reporter stated that all three monitors lost image for approx three mins during which time, she went into the hallway to retrieve a portable monitor. While the portable monitor was powering on, the live image came back to the monitors. Additionally, the initial reporter also stated there were no adverse consequences to the pt.